Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: h6 (medical device - problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the compressor (0119-00-0236), the drive manifold assembly (0104-00-0031), the touch screen (0160-00-0123), display (0160-00-0085), and drive regulator (0103-00-0633). The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was found to have cracked display and leaking. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.